Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had a blood glucose level of approximately 540 mg/dl. The customer's reservoir was occluded and no insulin was exiting the cannula. The customer had changed the reservoir and infusion set, but the same occlusion happened again. Troubleshooting was unable to be completed. The product is not being returned. Nothing further was reported.